Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the backlight/contrast and up arrow, buttons were under-responsive. It was also reported that moisture was located behind the display and that the alleged issue was noticed one day after swimming while wearing the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/01/2017 with the following findings: the keypad cover was intact; no damage was observed. The up arrow keypad button was found to be unresponsive to button presses. All other buttons responded appropriately. The keypad cover was removed and no damage was found under the button contacts. The pump was opened and there was moisture damage found on printed circuit board. A leak test was performed and revealed a case crack leak. Evaluation found the unresponsive keypad button was due to the moisture damage.